Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the downstream occlusion (dso) sensor had been corroded" was confirmed through visual inspection. The dso seal was replaced. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the downstream occlusion (dso) sensor had been corroded¿; during device evaluation it was confirmed the dso sensor had corrosion. The event occurred during testing.